Event description:
The customer reported a communication fail error message. This will likely result in a system lock-up, no boot, or shut down situation. There are no reports of pt injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.